Event description:
A report was received regarding an im nailing of a mid-shaft humerus which included canal reaming with 6mm, 7mm, 7.5mm and 8mm reamers. When the surgeon went to the 8.5mm reamer, it became stuck. He ran the reamer forward and in reverse to free it. The surgeon noted that three pieces of metal came off of the reaming head, which were not retrieved. The surgeon proceeded with the case which was reportedly uneventful for the remainder of the procedure.

Manufacturer narrative:
Device used for treatment and not diagnosis. Address of facility was not reported correctly on the initial for this complaint event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as lot number was provided and the device was not returned.